Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately over 5 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the indicated phenomenon likely occurred due to insufficient cleansing according to the investigation results. The cause of the cut that was found was not noted. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. Do not coil the insertion tube, universal cord or ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. The cover of the irrigation port part cannot be removed. Equipment damage can result. Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. Do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise, the insertion tube may be damaged. Do not touch the electrical contacts in the ultrasonic cable connector. Equipment damage can result. Olympus will continue to monitor the field performance of this device.

Event description:
During a standard inspection of a customer returned asset, it was noted due to a cut on the angle wire, the bending section on the evis exera ii ultrasonic bronchofibervideoscope could not be controlled at all. The angulation became locked and could not be disengaged. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
Additional issues were found during the device evaluation. Parts in the exterior of the control section were missing. The distal end had a scratch. The connecting tube was deformed. The cover of charged-coupled device cable was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.